Manufacturer narrative:
The pod was received fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The pod data indicated no struggle to deliver insulin. The investigation found no evidence of a damaged cannula.

Event description:
The patient reported being hospitalized due to diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose level was "high" (>22.2 mmol/l, >400 mg/dl) while wearing the pod between 5 and 24 hours on the abdomen. Upon removal of the pod, the cannula was observed to be bent. Symptom reported include hyperglycemia, vomiting and increased work of breathing. At the hospital, the patient was treated with intravenous fluids, insulin drip and was on cardiac monitoring due to her electrolyte imbalance. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Upon removal of the pod, the cannula was observed to be bent. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.